Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the implant procedure, the lead did not progress properly during placement and the lead did not take the shape of the stylet. It was also noted the thresholds were high at all positions and the lead was explanted and replaced. No patient complications have been reported as a result of this event.